Event description:
The clinician reports the implant was inserted (B)(6) 2004 in ada 19. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.